Event description:
Boston scientific crm received information that this patient's implantable cardioverter defibrillator (ICD) and transvenous right ventricular (rv) lead were oversensing diaphragmatic noise on the rv channel. An electrogram strip of a diverted episode was sent to the boston scientific crm technical services (ts) department for review. Ts review of the electrogram showed approximately 2.5 seconds of pacing inhibition. All lead measurements were normal and the noise was reproduced in clinic with deep breathing. Of note, the patient had an av node ablation. No adverse patient effects have been reported.

Manufacturer narrative:
The patient has been scheduled for a non-invasive programmed shock (nips) test to evaluate the system. Technical services advised that this would be a good opportunity to test the device at least sensitivity and possibly reprogram the sensitivity if needed. The following clinic plans to set up weekly latitude remote monitoring checks until the patient is brought in again for further testing. Additional information indicates that the patient's device was programmed to least sensitivity. No additional information is available at this time. This event will be updated if any additional information becomes available. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.